Event description:
IFU (instructions for use) from company does not provide a sterilization that is available on a standard sterilizer. Company will not return my call or sterilizer rep call. My boss says sterilize it somehow; I can't without IFU. They won't call back. FDA please fix this. On (B)(6) 2022: called for updated IFU. Left message with service; "(B)(6)" let "(B)(6)" know no response. Not a real setting on any brand: "belimed", steris, or getinge.